Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap esophagectomy, the device leaked more than normal. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.